Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that during use of a draeger breathing mask set the o2 saturation of the patient decreased and additional therapy was required. There was no permanent impairment reported.

Manufacturer narrative:
It was reported that during use of a draeger breathing mask set the o2 saturation of the patient decreased and additional therapy was required. There was no permanent impairment reported. In addition to what was initially reported, the users stated that spo2 of the patient dropped to 50%. The affected material was available for investigation. It was found that excess material blocked the o2 outlet. Usually, this excess material is automatically removed by an ejector pin during the production process. In it is not, the venturi mask kit does not deliver additional oxygen to the patient who is still able to breathe ambient air. The IFU requires appropriate spo2 monitoring. In this particular case such monitoring was used but obviously the alarm limit had not been adjusted properly since the saturation dropped to 50% before the user reacted. Similar cases have not been reported to drager. The supplier has already implemented a pre-warning mechanism for the ejector pin and an additional check of the finished part.

Event description:
Please refer to the initial-report.